Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient presented a merlin transmission revealed auto mode switching episodes due to competitive atrial pacing. No programming adjustments were suggested. The patient will be monitored.